Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: - did this issue contribute to an adverse event for the patient? No. - can you identify the lot number of the affected product? Lot number is tcbhlj. - how many devices have the problem?? 3 or 4 in recent weeks. The instrumentalists report several cases of loosening wire 8.0 prolene ref ep8730 and 8841, you will find in pj the photos of a wire 8730 that they used yesterday and whose lot number is tcbhlj. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Three complaints were created to document 3 different cases happened in recent weeks: case 1: product code ep8730h, lot tcbhlj. Case 2: product code 8841h, lot unknown. Case 3: product code ep8730h, product code 8841h. Please clarify, how many devices demonstrated the alleged deficiency in each case? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up.